Event description:
According to the facility on (B)(6) 2022 the 'transition connector broke off in the patient's peg tube after a feeding cycle'.

Manufacturer narrative:
According to the facility on (B)(6) 2022 the 'transition connector broke off in the patients peg tube after a feeding cycle'. Per the facility the issue was noticed when 'pulling away from the tube, leading the connector to break off in the j-tube'. Per the facility they believe 'some of the purple pieces probably went through the gi tract but did not require further intervention'. The patient is reporting to being doing well. The device was returned for evaluation, however, a definitive root cause could not be determined at this time. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.